Event description:
Metal hand piece is connected directed directly to earth ground creating a current sink source from pt to ground. Unit is a type b -iec 601- which should be a type bf for pt safety.